Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: a review of the pump history showed the last bolus and the last basal were delivered on (B)(6) 2013. There were no alarms outside the range of normal patient use observed in pump history. The boluses and basal added up appropriately to total the total daily dose showing that the pump was delivering accurately until the last date used. The pump successfully passed a 29 hour flow accuracy test with no alarms occurring during testing. The pump was found to be operating within required specifications and delivering accurately. The complaint was not able to be duplicated during the investigation. There was no defect found.

Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted animas to report a high blood glucose (bg) excursion. At the time of the call, the reporter claimed the patient¿s current bg was 315 mg/dl with symptoms of abdominal pain, vomiting and had large ketones since 8am that morning. The reporter informed the animas representative that the patient¿s bg began running higher than usual on the evening of (B)(6) 2013. The reporter claimed she was treating the elevated bg readings with correction boluses and administering extra units for correction per sick day protocol given by physician previously. At the time of the call, the reporter was going to take patient to the ER per hcp¿s advice. The patient¿s father called animas support back to review the subject pump. During the follow-up call, the patient¿s father informed the animas representative that the patient was in the ER for dka. The reporter confirmed the pump was set to the correct date and time. There were no associated alarms noted in alarm history. Review of basal history confirmed basal delivery was appropriate and total daily dose (tdd) was accurate when comparing to basal and bolus history and settings. The animas representative captured patient¿s recent bg readings and bolus history. After reviewing data, the animas representative explained to the patient¿s father that the patient¿s bg readings were responding to the boluses he was being given; an indication that high bg was not a site issue and also an indication that the pump was functioning properly. It was noted that the patient¿s father reported that the patient was put back on pump therapy while in the ER. Although review of the pump did not find a pump malfunction, this complaint is being reported based on the indication that the patient developed signs/symptoms of hyperglycemia and insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.